Manufacturer narrative:
G4: 27may2020. B4: 27may2020. The user interface assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed, and the product analysis technician reported that the root cause was isolated to the liquid crystal display (lcd). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
It was reported that the ventilators display was dim. There was no patient involvement. The customer troubleshot with technical support and adjusted the brightness. The customer was advised to replace the user interface assembly. The customer was provided with part number and price. The customer reported that replacing the ui assembly addressed the reported issue and the ventilator was returned to use.